Event description:
It was reported that the procedure was to treat a traumatic injury to the hepatic artery with arterial biliary fistula/bleeding. The graftmaster stent delivery system (sds) was advanced, but could not cross due to the anatomy. The sds was removed and the stent was not deployed. Coils were used to treat the fistula. No additional information was provided.

Manufacturer narrative:
(B)(4). Indication for use: it should be noted that the coronary stent graft system, graftmaster rapid exchange (rx), domestic instructions for use, states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.